Manufacturer narrative:
(B)(4). Handling complaint stated that the package's seal was open, broken. One previously opened package was returned with no individual carton. The package was visually examined and it was confirmed that flange of blister was broken; the broken flange was still attached to the tyvek. There was evidence of seal transfer on the entire circumference of the tyvek lid, confirming that the tyvek was properly and completely sealed to an undamaged blister. There was no other damage to the package. During batch processing, blisters are loaded into individual cartons horizontally and not dropped vertically into cartons. Individual cartons are loaded into sales unit cartons horizontally as well. Sales unit cartons are loaded into shipper cartons that are lined with cardboard spacers. No other complaints were reported for this packaging lot. It is unlikely that damage occurred within ees packaging. Based on analysis finding results, failure mode does not appear to be caused by internal ees procedures. Lot history review showed no problems during production and no handling outside of normal process. Each device/packaging is visually inspected during the packaging process and damage of this magnitude would most likely have been detected during our 100% visual inspection. Damage occurred outside of packaging facility and was caused by dropping or impact to the package. Root cause for damage is most likely due to external handling. Batch history records were reviewed with no protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Event description:
It was reported that during a colon procedure, there was an open sealed package. The box containing the tyvek (secondary packaging) is intact. The tyvek is open sealed, like broken. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.